Event description:
The customer received a blood glucose reading of 110 mg/dl from his contour and a reading of 67 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Customer just wanted the meter replaced so the test strips will not be returned for eval.